Event description:
Pt exxperienced a strong vaginal odor with heavy cramping in pt's lower abdomen and back following by passing from pt's vagina of an alleged piece of tampon. The pt alleges that the next day pt experienced severe dizziness, headache and nausea. The pt alleges that pt's doctor told that pt had survived an attack of toxic shock syndrome (tss).